Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. The fse ran all leak tests and all passed. The fse filled the helium tank and monitored the transducer, and no helium was lost. No leaks could be duplicated. The unit was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after a transport, the cardiosave intra-aortic balloon pump (iabp) unit consumed -50% of the helium tank, which was just below full as the start of the run. There was no patient harm.